Manufacturer narrative:
Philips service reconnected the cable and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch x-ray channel switch failed; wired footswitch used on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.